Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead, which led to oversensing and pacing inhibition by this pacemaker. This resulted in 2-3 seconds of asystole, however, the patient did not exhibit any symptoms as the patient was in the hospital at the time. The device was later explanted for normal battery depletion, and the rv lead was replaced during the procedure. The procedure was successfully completed with no adverse patient effects were reported.

Manufacturer narrative:
The device was explanted for normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.